Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. The insulin pump had cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 313 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.